Manufacturer narrative:
Isi received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The force bipolar instrument was found to have damage to the conductor wires insulation at the distal end. As a result, the conductor wire was exposed. The force bipolar instrument passed the electrical continuity test. The root cause was attributed to a component failure. The force bipolar instrument was also found to have a loose grip cable at the distal end a broken grip cable at the proximal end. The root cause was attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument logs for the force bipolar (part# 471405-06/ lot# n10200615 0187) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 5 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, an error message appeared on the system display. Upon visual inspection, a torn cable was identified on the force bipolar instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.